Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection, it was found that the t-handle was broken and the broken part was left in the remover inner extractor. According to the sr, it was broken during surgery but there was no adverse consequences

Manufacturer narrative:
Evaluation summary: the reported event that the extractor handle broke inside the inner extractor could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The visual examination revealed that the extractor handle pin broke under high loads. The direction of the plastic deformations points to the influence of torsional forces in combination with bending forces. No information is provided concerning the hansson pin which was removed, if the implant had some bone ingrowth that made the extraction of the implant harder than normal. As the device has been manufactured in 2007 it cannot be excluded that deviation from instruction for cleaning, sterilization inspection and maintenance, may have occurred that caused a sub-optimal functionality of the devices prior to them use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During the inspection, it was found that the t-handle was broken and the broken part was left in the remover inner extractor.according to the sr, it was broken during surgery but there was no adverse consequences.